Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from poland alleged that they received a potential false positive result for one patients¿ sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. On (B)(6) 2021 the customer reported that they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample that was analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested analyzed on a different cobas® liat® system (s/n not provided) and a different platform the genexpert both generated sars-cov-2 negative, influenza a negative, influenza b negative results. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms limit of detection (lods) which may explain the observed result discrepancies. Low levels of amplification were seen for this run which could indicate a sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).